Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was spinal pain. The patient reported that after his current pump was put in, the simple continuous dose was relieving his symptoms. Then a month or 2 ago, his hcp (healthcare provider) noticed the flow was restricted. Per the patient, more medication was removed from the pump than anticipated and the doctor discovered that the flow of the catheter was restricted/kinked. Per the patient, because he had not been getting as much medication as he should be, he had an increase in pain. He stated that he was having to take oral fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of catheter (s/n (B)(6) identified a kink in the catheter body and an area of compression on the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via company representative (rep) reported that during the patient's pump refill there was a volume discrepancy; estimated reservoir volume (erv) 8 ml vs actual reservoir volume (arv) 30 ml. Also, the catheter connector was not allowing the catheter to aspirate. It appeared clogged or a manufacturing defect. The patient stopped getting pain relief. There were no known factors that may have led or contributed to the issue. On (B)(6) 2022, the patient had a catheter revision and the catheter was found to be occluded at the connector site. Due to the concern that the pump had been running with an occluded catheter and the concern with the pump tubing and stress the occlusion may put on that, pump replacement was discussed. The issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.